Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns dell handheld computer was consistently freezing after interrogation, suggesting a possible software malfunction. The dell handheld computer and flashcard have been requested, but have not been returned.